Manufacturer narrative:
Device evaluation did not show any malfunction. Review of the treatment plan showed that the implant's apex is planned partially into the buccal plate. It is suspected that the buccal plate may have been weakened from the drilling and the doctor had to change the trajectory of the implant's apex towards the lingual side and graft the buccal side.

Event description:
Doctor suspects that the dental implant placement is different from the treatment plan. Doctor used the surgical guide to create the osteotomy up until the implant placement step. He then freehanded the implant placement and grafted the buccal plate.